Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & silicone migration.

Event description:
Patient reported a patient experienced the events of ¿rupture¿, ¿3 lymph nodes were identified with at least silicone material in the cortical region¿, ¿radial folds¿, and ¿level I left axillary nodes with an inflammatory appearance and evidence of infiltration by silicone material." The left side device remains implanted.